Manufacturer narrative:
(B)(4). Approximate date of event is three weeks prior to (B)(6) 2015. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life peritoneal dialysis transfer set disconnected from a minicap. This occurred three weeks after the patient's pd catheter was inserted and while the patient was showering. The reporter stated that the patient did not touch nor unscrew the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.